Manufacturer narrative:
The device's tube moved straight ahead towards machine, and unintentionally pinned the patient's finger. After review by field service engineers, it was determined that the issue was caused by a combination of the overhead movement mode settings and sensor settings, with the primary movement mode. To correct the issue, they changed the sensitivity and confirmed the collision would not happen again. The patient had some swelling but no other injuries. A follow-up report will be filed if any additional information is received.

Event description:
The customer reported, during a procedure setup, the patient's finger got caught between the handle and tube head. The technician couldn't move the tube manually, so they used the control panel to free the finger. The patient had some swelling but no other injuries.